Event description:
It was reported that the customer had a low blood glucose level and the fire department had to revive him. The incident occurred in (B)(6) 2014. Customer stated that the alarm was so faint and quiet. Customer stated that the pump shut itself off. Customer was advised that the use of my sentry with the 530g system was off-label use. Customer thinks his blood glucose level was 55 mg/dl. Customer treated with apple juice. Customer stated that there were differences between sensor glucose and blood glucose readings. Customer stated that his pump goes into threshold suspend unnecessarily. Customer refused troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.